Manufacturer narrative:
This complaint is related to crs #(B)(4). Initial reporter phone#: (B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® push button blood collection set with pre-attached holder had issues with the tube pulling out from the holder during blood collection. No serious injury or medical intervention.